Event description:
It was reported during a kyphoplasty procedure at levels t11 and t12 that a balloon ruptured during ibt removal. A small piece of the balloon was left inside of the vertebral body. The procedure was completed successfully. There was no allergy to contrast media. The patient was kept overnight and is feeling fine. No further information was reported.

Manufacturer narrative:
Followed up with company representative.